Event description:
Information received via a healthcare professional from a foreign clinical study reported an inflammatory scar at the neurostimulator pocket. It was noted the inflammation was without infection during an examination performed (B)(6) 2015. Antibiotics were administered the same day of the examination. It was indicated the event resulted in urgent care visit and an unscheduled clinic or office visit, and resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. Etiology was reported as not related to the device or therapy and possibly related to the implant procedure. The outcome was resolved without sequelae (B)(6) 2015.